Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 15-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the door had broken. The field service engineer (fse) identified a failure message indicating that tower door 2 failed to stay closed. The fse remotely accessed the device and performed troubleshooting with an escort present. The fse logged into the hardware test application (hta) to verify the functionality of the tower doors. The device was properly shut down, and the escort confirmed that no bins were obstructing the tower door. The device was then rebooted. Door operation was verified as functional, and the escort was able to recover and access the door without issue. Functional testing was performed and completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to stay closed. The user manually opened and closed the door using keys. The device did not detect that the door was closed, and the door locked without registering a closed status. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.